Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not been returned to omsc but was returned to olympus australia (oaz). Oaz did not send the device to a third party laboratory for microbiological testing. Oaz checked the subject device and found the damage of the distal end and the angulation failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for pseudomonas. The user facility did not provide other detailed information such as the number of microbes or the reprocessing method. There was no report of infection associated with this report.